Event description:
While weaning a right ventricular assist device pt, the flows dropped from 4.0 l/min to .05 l/min. No kinked tubing was found. The console's power was reset, pumping re-initiated and full flow restored. The pt was weaned successfully, without incident. Abiomed field service visited the hospital and examined the unit. No problems were found and the unit operated according to specs. There have been no further problems. The problem appears to have been pt-related.